Manufacturer narrative:
A field service representative was dispatched to the customer and unable to reproduce the reported failure mode. The device was not returned to the manufacturer. No conclusion found.

Event description:
The customer called a carefusion technical support representative via phone with the alleged, "reported problem: note on unit said "high pip alarm at 60, removed from patient, still high pip." No patient harm.